Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cable frayed, adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was cut, causing a short between the white (drvn_gnd) and blue (can_l) wires in the trunk cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt. The belt cables were frayed and the patient was receiving frequent adjust belt messages.